Event description:
The pt's device was returned to the MFR after it was explanted 2008, due to several intermittent electrode faults. There was no reported integrity test done by cochlear staff. The pt was reimplanted with a new device during the same surgery.

Manufacturer narrative:
.